Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an unspecified ams surgical mesh to treat stress urinary incontinence, symptomatic vaginal relaxation with cystocele, rectocele and enterocele, along with pelvic adhesions and an ovarian mass. The plaintiff's attorney alleged that the "plaintiff has suffered extreme pain and suffering, along with permanent impairment" and "significant mental suffering and distress."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.